Manufacturer narrative:
Blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement, self test, active current measurement and sleep current measurement due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer had done troubleshooting. Customer had installed a new battery but, the issue was not resolved. The customer stated that, the insulin pump did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.